Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and low signal after changing out the battery. The customer's blood glucose reading was 325 mg/dl at the time of incident and went to 430 mg/dl. Troubleshooting assisted customer in performing the self test which passed. The customer also indicated that the pump had a blank display and this was resolved with a battery change. The customer was also advised to monitor the pump.